Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Manufacture date ¿ ni.

Event description:
During a right knee arthroplasty procedure, a pin fractured off the validation tool as it was being impacted. No fractured pieces were retained by the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Method: examination of returned device found no evidence of product non-conformance. The fractured drive pin was not returned with the instrument; visual inspection found the remaining pin had no bending or damage. A conclusive root cause of the event could not be determined. There are warnings in the package insert that state that this type of event can occur: under warnings, "do not apply excessive force to the instruments as this may cause deformation or breakage."